Event description:
It was reported that pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions, and no device return or replacement was documented.